Event description:
Baxter coordinator reported that family of the home patient (hp) refused to release the homechoice cycler to be returned to baxter per their attorney's advice. Follow up with the hp's healthcare professional (hcp) revealed that the during the time that the hp had been using the homechoice cycler neither the hp nor family member had expressed any dissatisfaction regarding the automated peritoneal dialysis treatment that the hp had been receiving. According to the hcp, the hp had their catheter removed in 2002 and was no longer performing automated peritoneal dialysis therapy at the time pt expired. Hcp relates that the hp expired 3 days later, and the cause of death was determined to be a cardiac event. Hcp states that they do not feel that any device failure or malfunction had occurred and does not attribute incident to the homechoice cycler.